Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Customer drank a sugar beverage to address bg. A replacement pump was sent to the customer to resolve the issues.